Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the and to provide the completed investigation results. One used regular tr band assembly along with the inflator was returned for product evaluation. Visual inspection revealed no anomalies with the tr band inflator. Microscopic and fluoroscopic images of the air inlet port were taken. No anomalies were observed. Leak testing was then carried out on the device. The returned tr band inflator was used to inflate the tr band with 18 ml of air. Digital pressure was applied to the large and small balloon to verify full inflation. The inflated tr band was then submerged under water. No bubbles were observed along the seals of the large and small balloons or along the inflation balloon, inflation balloon valve, or inflation tube. The device was weighed down and left submerged for 21 hours. After 21 hours, the tr band was deflated, and 18 ml of air was measured. No leak was present during testing. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned device was the normal product. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that tr band was placed in the cath lab and while in post recovery, the band deflated on its own. Pressure was held at that time. There was no patient injury. The patient was in stable condition. There was no other equipment or devices being used with the reported product. Additional information was received february 15, 2019: the procedure performed was a radial access heart catheterization.